Manufacturer narrative:
Batch record review indicated there were no remarks related to this type of complaint in the batch record. A functionality test was performed during manufacturing and the result was satisfactory. The expel force of the syringes was within specification; however, there was an increase at the end of the syringe. To prevent similar events the gliding force of the syringe was reduced by the supplier. Incoming syringes from the supplier are inspected for homogeneity of their gliding force. There has been one other similar complaint received in this lot number. (B)(4).

Event description:
Adverse event(s): "the patients were not harmed" (no consequences or impact to patient). Product problem(s): "product cannot be emptied completely, the plunger is not gliding as smoothly and easily" (delivery system failure [plunger]). A nurse reported the product cannot be emptied completely. Since the product is latex-free, the plunger is not gliding as smoothly and easily as before. Sometimes it can only be pushed up to the middle and is blocked completely, or can only be pushed further with a lot of force. The patients were not harmed; however, there was a one minute delay during these surgeries.